Event description:
Patient reported percondular break to the distal femur. The sticker sheet included with a subset of the patients records show that the fracture was fixed with an im nail and screws.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. - attachment: [wpc 5785-2012.pdf]

Manufacturer narrative:
Update - (B)(4) 2012 - litigation papers were received. They allege that patient also had the ceramic head and poly liner removed at the time that the pinnacle cup was removed, however, the reason for this was not stated. The complaint was reopened to reverse the MDR decision for the acetabular cup and to add the head and liner to the complaint. Doi: (B)(6) 2005 - dor: (B)(6) 2011 (pinnacle acetabular cup). Doi: (B)(6) 2010 - dor: (B)(6) 2011 (ceramic head and poly liner). The devices associated with this report were not returned. Review of the device history records for the cup did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the head and liner as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Update - (B)(4) 2012 - medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available on disc for further review if needed. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. Review of the device history records and/or a complaint database search was not possible for the head and liner as the lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established.